Manufacturer narrative:
Date received by MFR: 17sep2019. Failure analysis on the returned user interface (ui) assembly shows that the output winding of the transformer was found to be open (the pins connected to the output connector). Investigation noted a burnt area in the pcb at the base of the transformer. Bulging was also noted in transformer at that location. No discoloration or damage noted in wires leading to backlight tube. This is a failure of the backlight inverter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit's display was blank. There was no patient involvement.